Manufacturer narrative:
(B)(6): the customer reported that during a patient event, the device powered off spontaneously. There was no report of negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a patient event the device powered off spontaneously. There was no report of negative patient impact.